Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly. The customer¿s blood glucose level was 220 mg/dl at the time of incident. Customer stated that they pressing down arrow on the down arrow. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided in this report. (B)(4).

Event description:
It was reported that down button of insulin pump was not working.

Manufacturer narrative:
Device received with intermittent button response due to flattened button dome switch and partial unlocked j2 or lcd keypad connector noted during visual inspect. Unable to perform all functional testing including the displacement, operating currents, a21 error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to buttons not responding.